Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient had their ins replaced, he did not use the patient programmer for 9 days after implant because of "the bad problems he had when they put in the current implant." The patient was unable to further clarify, and stated that he did not have the same issues with the previous implant. Follow-up is being conducted for clarification, as well as cause and resolution of the event. If additional information is received, a supplemental report will be sent. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.